Event description:
Customer reported via phone, the screen on the insulin pump looked foggy. Customer stated the device didn't alarm but random stuff comes up on the device. Customer's blood glucose was 150 mg/dl. Customer was in a water ride but the device was never submerged. Customer stated the device was vibrating without any alert. Customer stated the device had physical damage as well. The device was cracked around the battery and reservoir compartments. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unit with blank display due to moisture damage on electronic assembly. The motor assembly and vibrator motor was found with traces of moisture. The insulin pump was unable to test for displacement test, self-test and operating currents due to blank display. The insulin pump had a cracked battery tube threads and cracked reservoir tube lip noted. The insulin pump had minor scratches on lcd window.